Event description:
A physician reported with a description of a defect of an insertion instrument was received. The defect occurred before insertion.

Manufacturer narrative:
The device with the lens was returned in the blister tray inside the carton. The lens stop and the plunger lock have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted into the load area. The lens was advanced into the nozzle area. The leading haptic was extended. The trailing haptic was folded onto the anterior optic surface. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. The lens was in the nozzle area and appears stuck in the device. This was most likely interpreted as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Lens may become stuck in the device: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (more than 23 degree c or 73 f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).